Manufacturer narrative:
Section d4 was updated. The last calibration was performed on the day of the event and it was acceptable with no alarms. Qc was also acceptable with no indication of a performance issue with the reagent. The alarm trace did not show any abnormalities. The issue was resolved. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode expiration date was not provided. Qc was performed and it was acceptable. The field service engineer (fse) visited the customer's site and found that the instrument was already operating. No problem was detected with the instrument. It was suspected that the cause was due to a clot in the sample. The fse did a performance check and the instrument was performing within specifications. Completed precision on all ises precision studies were performed and they were within specifications. No hardware problem was detected at that time. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with ise sodium (na) assay on a cobas integra 400 plus analyzer when compared to a different cobas integra 400 plus analyzer. Sample 1: initial result: 122 mmol/l. Repeat result: 130 mmol/l (tested on another integra 400 plus). Sample 2: initial result: 122 mmol/l. Repeat result: 128 mmol/l (tested on another integra 400 plus). Multiple na results were held in the laboratory information system (lis) as critical low values, prompting the rerun of the samples. There were also multiple fluid alarms on the instrument. The repeat results were deemed to be correct.